Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) they believed they accident turned it off and the issue was resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they switched programs, but can't increase stimulation. Assistance was given to the patient and it was determined that stimulation was off. It was reviewed that if stimulation is off, the patient will be unable to increase. The patient was walked through turning stimulation back on, at which point, they were able to increase. They thought stimulation was on but might have turned it off when they were messing with it. The patient doesn't know and thought stimulation was on and thought they were feeling stimulation constantly. No further patient complications have been reported as a result of this event.